Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, g1, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fluid invasion in image capture unit. Fluid invasion in cable. Image defect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code ¿e226¿ endoscope communication failure. The event occurred during sedation of a therapeutic hysteroscopy procedure, with device inside patient. The procedure was prolonged less than 30 minutes and completed with a back-up device. There were no reports of patient harm.